Event description:
During a coronary stent procedure, the physician experienced difficulty crossing the lesion and noted that the stent had moved on the delivery device. The lesion was not pre dilated. While attempting to retract the device back into the guide catheter the stent dislodged. The stent was located and 3 maverick balloon catheters were used to deploy the stent in the proximal rca. After deployment a dissection was noted proximal to where the stent had been placed. An express2 monorail was used to repair the dissection. The target lesion was then pre dilated and a express2 was advanced and became stuck in the previously placed stents. While attempting to remove the stent dislodged. The stent was located and 3 maverick balloon catheters were used to deploy the stent. The target lesion was successfully stent with another MFR's stent. Pt status listed as "okay". Same case as mfg. Report no. 6000093-2002-00198.